Event description:
Customer states that the device produced a result of lo with no blood applied to the strip. No action was taken based on this result. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.